Event description:
On (B)(6) 2018 we were informed the pt had returned to surgery on (B)(6) 2018 to replace the sorin bioprosthetic aortic valve implanted (B)(6) 2017 due to critical stenosis of the valve.